Event description:
The customer reported that the system displayed a collimator error preventing the system from booting to a usable state and resulting in a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator connections were evaluated and reseated. The collimator itself was re-calibrated during the service event. The system was tested and found to be working as intended and returned to service.